Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6 corrected field: e1 - reporter phone number a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope communication error message (b30) was due to a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. The event can be prevented by following the instructions for use which state: important information - please read before use. Precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, "preparation and inspection", do not use the endoscope and solve the problem as described in section 5.2," troubleshooting guide". If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, "returning the endoscope for repair". Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, "withdrawal of the endoscope with an irregularity". Olympus will continue to monitor field performance for this device.

Event description:
The loaner device was returned to olympus and during the device evaluation, the bronchovideoscope exhibited a b30 error-scope communication error. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found corrosion on the endoscope connector, the control unit was sticky due to water leakage, the scope connector was sticky due to water leakage, the scope connector cover unit was sticky due to water leakage, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, forceps could not be inserted because the channel tube was crushed, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.